Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of this lead in the left bundle branch, the helix mechanism failed and showed difficulties to retract, which also caused difficulty when removing the lead; furthermore, it was mentioned that the physician kept turning lead body counterclockwise, with gentle traction, but the helix broke off, leaving the distal end in the fibrous valvular tissue. The operator consulted with partners, and it was determined best to leave it rather than try to snare it or remove by other means. The physician completed the procedure with another lead. It is unknown if this lead will return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of this lead in the left bundle branch, the helix mechanism failed and showed difficulties to retract, which also caused difficulty when removing the lead; furthermore, it was mentioned that a fracture occurred, and the lead was severed and detached. The physician completed the procedure with another lead. It is unknown if this lead will return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during the attempted implant of this lead in the left bundle branch, the helix mechanism failed and showed difficulties to retract, which also caused difficulty when removing the lead; furthermore, it was mentioned that the physician kept turning lead body counterclockwise, with gentle traction, but the helix broke off, leaving the distal end in the fibrous valvular tissue. The operator consulted with partners, and it was determined best to leave it rather than try to snare it or remove by other means. The physician completed the procedure with another lead. It is unknown if this lead will return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis, but it was reported that the helix was completely broken at the point where it exits the tip of the lead. Based upon the clinical observations we believe that torsional overstress during attempts to position the lead caused the helix to break. If information is provided in the future, a supplemental report will be issued.